Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable broke unexpectedly and separated from the hemopro 2 device. The defective cord was immediately removed from the surgical field and no injuries occurred due to the defect.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10aug2020. An investigation was conducted on 14aug2020. Signs of clinical use and no evidence of blood was observed. One of the connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The detached connector collar was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable broke unexpectedly and separated from the hemopro 2 device. The defective cord was immediately removed from the surgical field and no injuries occurred due to the defect.